Event description:
The customer reported several separate medical events that occurred to her in the last eight months as a result of being unable to monitor her blood glucose due to her meter working intermittently. The first medical event happened in 2008 when she passed out and hit her head. Five months later, she had a seizure after not being able to test when the test would not start. The customer also reported being transported to a local hospital by paramedics where she was diagnosed with hypoglycemia and treated intravenously with glucose. Also lorazepam was administered. There was no report of death, permanent impairment or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.